Manufacturer narrative:
During the subsequent site visit by the field service engineer (fse) the analyzer was inspected, and various diagnostic checks of the system and part replacement and cleaning was performed. Return testing was not completed as returns were not available. A review of the analyzer service history identified no contributing factors to the current complaint. There have been no further occurrences of discrepant results after the troubleshooting performed by the fse. The architect systems operations manual addresses operational precautions and limitations; and addresses sample results observed problems for elevated concentration and erratic results, including, but not limited to the troubleshooting performed by service. A review of the architect i2000sr platform and the associated replaced parts tracking and trending data revealed no systemic issues or trends associated with the discrepant result described in this complaint. Based on the investigation no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Complete identifier = (B)(6). All available patient information was included. Additional patient details are not available.

Event description:
The customer reported a false positive architect total b-hcg result on one female patient. Results provided: (B)(6) 2019, sid (B)(6) = 1427.47 / <1.2 miu/ml / colloidal gold = negative. No impact to patient management was reported.